Event description:
A malfunction alarm identified as "malf 12" was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing information to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.